Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (nano system), is related to case with patient identifier (B)(6) (compact plus system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 29 mg/dl (compact plus system) and 148 mg/dl (nano smartview system). No adverse event reported. The test strip lot number was not provided. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.